Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with tandem technical support (cts), the customer reloaded the cartridge and the issue was resolved. The customer's blood glucose level was 392 mg/dl. The customer indicated that the pump would be used to lower their blood glucose level.